Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl; cause was unknown. Soda was consumed to treat bg level. During a follow-up call, the customer reported bg level rose to 69 mg/dl; however, the customer was tired. Although requested, the customer declined assistance from tandem technical support.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 36 mg/dl was entered into the pump on (B)(6)2018 at (B)(6)pm. Continuous glucose monitor (cgm) recorded a bg of 106 at (B)(6)pm. User made multiple bolus requests while still having insulin on board (iob). Cartridge change sequence was completed approximately two hours prior to the low bg. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.